Event description:
Patient with liver failure underwent pump bypass surgery. Medical device on recall used for surgical procedure. Edwards lifesciences intravascular shunt used for coronary artery grafting. Device on recall from FDA and company due to "excessive adhesive on shunt body that may interfere with the suturing of bypass grafts." Product needed to be used as there was not a substitute available and the patient condition did not allow for use of the heart lung machine. Used recalled item to save the patient's life.